Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No scroll bar ramping numbers without button press noted.cracked case lower corners of display window, cracked reservoir tubelip, cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 88 mg/dl. Troubleshooting was performed. The device was returned for analysis.